Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it wouldn't turn off. The probable root cause/s could be the suction tubing separated/break from the suction tube assembly in which leads to fluid ingress where the electrical components are causing a short circuit which in turn caused the unit to stop working. The user accidentally pulls out the suction tubing, inadequate gluing operations of the suction tubing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating.